Manufacturer narrative:
(B)(4). Batch #: v94187. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx125c device was received electrode delaminated. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reach on how the electrode got delaminated additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a laparoscopic hysterectomy, the bottom side of the jaws became peeling off. No pieces fell into the patient. The device was used on the ligament. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.